Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver has been returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4)

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver did not pass the system checkout.

Manufacturer narrative:
The driver's alarm history was reviewed and confirmed the customer-reported issue of the driver's inability to pass the system checkout. Investigation testing determined the root cause to be a malfunction of the main printed circuit board assembly (pcba). This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4389 follow-up report 1.